Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 812:02. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is reported to be available but has not been received for evaluation. If additional information becomes available or the device is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 812:02 was confirmed during product evaluation. This condition was caused by a defective pmu (pumphead module). The pumphead module was replaced to correct the reported condition. This involved a colleague version 1.7 infusion pump with a user interface module master software version 8.11.00.